Manufacturer narrative:
Device received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the customer experienced high blood glucose and they got an open book image on the insulin pump screen. The customer blood glucose level was 409 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer was swimming with insulin pump. The insulin pump will be returned for analysis.